Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer initially called to report a high blood glucose reading of 553 mg/dl. The customer then stated that she was hospitalized for high blood glucose levels on two occasions. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Nothing further was reported.